Event description:
It was reported that the implantable cardioverter defibrillator was observed having a foreign plastic film covering a portion of the fuselage. It was elected to not use the device for procedure on (B)(6) 2023. The patient was stable.

Manufacturer narrative:
The reported event of contamination was not confirmed. As received, there was a cloudy thin film on the header and part of this layer was cut out around the septum area. This was not determined to be a manufacturing issue or an anomalous device.